Event description:
It was reported by the rep that prior to a lap colectomy procedure, the tyvec was opened and there was a rip in the lap disc. The disc was not used on the pt. Another lap disc was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.